Event description:
It was reported that during a routine device change out, the replacement pulse generator exhibited intermittent loss of capture. The device was not used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.